Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was inactivated, but not removed because it was bothering a nerve in the patient's back. Additional information was received from the patient. They reported that the patient went to see a pain doctor for the pain and was told they thought a MRI found out the device was on a nerve. The issue is resolved. The device is planned to be replaced.